Event description:
Patient was treated in 2003. Waffling above right eyebrow occurred three months post treatment. Thermage was notified of event in 10/2003. Follow-up in 02/04; condition has improved greatly. In 06/04 at most recent follow-up. Restalyne was injected as filler for the waffling. The filler improved the ridges, but the restalyne did not "take" completely in the atrophied area of the ridges.